Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. No additional patient information was available. Reportedly, the customer stopped the sensor session and restarted the sensor session, but was still unable to regain connection between the transmitter and the pump. A root cause could not be determined. A replacement transmitter was sent to the customer.